Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG "a", ECG "b" and front therapy electrode, and the cable connecting ECG "c" and ECG "d" were pulled from the strain relief, damaging the wires in the cables. Additionally, the strained ECG "c" and ECG "d" cable caused j704 connector to break from the dn. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had exposed wires and a damaged cable.